Event description:
It was reported that stent damage occurred. The target lesion with a hairpin bend was located in a tortuous vessel. Following pre-dilatation with a balloon, a 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during introduction, the stent failed to cross the lesion and got damaged. The procedure was completed with a different device. No patient complications were reported.